Event description:
The I-ed coil was advanced into the unruptured aneurysm lesion under assist of neuroform atlas stent system (stryker co.), but during advancement, the coil part was unraveled. An attempt was made to remove the coil using snare, but it was not successful. So that physician in charge decided to pull and elongate the proximal end of coil to fix it, but the coil part was detached or broken, and could not be fixed. Eventually, the physician decided to remain the proximal end of coil. After the procedure and a follow up, no clinical consequences were observed, and patient remains stable. MFR#3009761573-2025-00004.

Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. Results of the investigation on returned concerned device: the coil part was stretched, unraveled, and broken, and 4mm lengh of pt wire thread was remained with electrode part. The rest of wire thread of coil part was left in the patient body. We assume the cause of this as follows: factors that may contribute to unravel of the coil part include, but are not limited to, while the coil was advanced under stent assist, sudden unravel was occurred due to get caught by other concomitantly used device, and then excessive pulling force was loaded which caused breakage. We determine that this case occurred due to the patient's condition and procedure. In the instructions for use of I-ed coil (2376-1) , we state the potential of known risk as below; [precautions] 3. If any resistance is felt while advancing the pusher in the sheath or in the microcatheter, do not advance it forcibly. Identify the cause of resistance and remove the I-ed coil together with the microcatheter, if necessary, out of the patient. 7. The insertion and withdrawal of the I-ed coil should be conducted gently with care so that damage to the patient's blood vessel wall or the device itself may be prevented. [Usage] [precautions] 1. In the case that any abnormality in the coil such as unraveling, deformation, or damage occurs, remove carefully the I-ed coil out of the patient, and prepare to use a new I-ed coil. 2. If any resistance is felt during placement of the coil, retrieve the coil into the microcatheter, and remove the I-ed coil together with the microcatheter while monitoring the behavior of the device. [Device failures, adverse events and complications] the following device failures, adverse events and complications may occur during the use of the I-ed coil. However, device failures, adverse events and complications are not limited to those listed below. Immediately take appropriate measures in the event that any abnormality occurs. 1. Device failures (1) migration of the platinum coil (2) breakage or unraveling of the platinum coil (4) delivery failure of the platinum coil file attachments.